Event description:
The customer reported a ventilator with an air source fault, as exhibited by diagnostic codes 1012 and 4010. This event was reported as having occurred during clinical use - there was no allegation of harm associated with this event.